Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the device was overused. No other information was provided. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device reported as overused. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a manufacturing evaluation was performed. The investigation has shown that the thread of the hammer guide is indeed badly damaged due to exceedingly applied mechanical force. It appears that the thread was not screwed in far enough and was damaged during use. Also the marks found on the head of the guide give us again a clear indication that the slotted hammer has not been used accordingly, which is considered as a handling fault. Further investigation showed conformity of the article in question to the company specification and no apparent fault of material or manufacturing was detected. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.